Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had symptoms of fatigue. It was noted that under-sensing by the implantable cardioverter defibrillator leading to a ventricular pace on top of a t wave and acceleration of the patient's rhythm to tachycardia was observed. The tachy arrhythmia was successfully converted by the device to sinus rhythm. The under-sensing is thought to have been due to a preceding r wave being so large that device was not able to decay to maximum sensitivity fast enough to detect the smaller r wave. Programming changes to post sensed threshold were made. The patient was stable following the programming changes.